Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has had blood glucose (bg) levels of bg 500-550mg/dl with large ketones. Customer support (cs) review of basal and bolus histories found all to be as expected, no issues. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.